Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block after inserting new infusion set. The customer stated they remove the cannula and it was bent. Customer's blood glucose level was 22 mmol/l. Customer stated that they took correction dose and blood glucose was responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.